Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all. The manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported approximately 3 weeks after injection in the cheeks with juvéderm voluma® xc the patient experienced ¿pain, swelling, hardness and warmth to touch¿ in the area of injection. The physician believes that the patient may have an infection in that area. Approximately 1 week after symptom presentation the patient was prescribed keflex. The patient was concomitantly injected with juvéderm® ultra plus xc in the marionettes. The physician stated that there were no issues with the concomitant injection of juvéderm® ultra plus xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿pain, swelling, hardness, warmth to touch," and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported approximately 3 weeks after injection in the cheeks with juvéderm voluma® xc the patient experienced ¿pain, swelling, hardness and warmth to touch¿ in the area of injection. The physician believes that the patient may have an infection in that area. Approximately 1 week after symptom presentation the patient was prescribed keflex. The patient was concomitantly injected with juvéderm® ultra plus xc in the marionettes. The physician stated that there were no issues with the concomitant injection of juvéderm® ultra plus xc.

Event description:
Further follow up from the patient revealed on "day 30" after injection, they noticed a "red bump" on the cheek area where patient was injected with the juvéderm voluma® xc. Patient stated that the next day, they noticed "another red bump." Patient reported that the juvéderm voluma® xc was dissolved on an unknown date using hyaluronidase, and stated that it "took a lot of hyaluronidase and it destroyed my own collagen." Patient is currently experiencing a "bump" in the cheek area and stated that they "do not know if it is filler or not." Patient stated that this "bump" has been "going on for 2 years."